Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing as the patient as in a non-treatable rhythm at the time the electrode belt was disconnected. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received four inappropriate treatments during vt/vf. At 10:40:31, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus rhythm at 60 bpm with pvcs/nsvt. At 10:41:05, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvcs/nsvt. At 10:41:39, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus tachycardia at 120 bpm with pvcs/nsvt. At 10:42:13, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 200 bpm. The patient's post-shock rhythm was vt at 185 bpm degrading to vf with CPR/motion artifact. Per continuous device recording the patient received 16 non-lifevest defibrillations from 10:43:29 to 11:03:33 on (B)(6) 2022. Rhythm at time of defibrillations were vf with CPR/motion artifact and electrode lead fall off and CPR/electrode lead fall off. Post shock rhythms were sinus rhythm, idioventricular rhythm, asystole with sinus rhythm, asystole with vf, vf with CPR/motion artifact, and CPR/electrode lead fall off. CPR/motion artifact, electrode lead fall off, and hr not in detection sequence long enough prevented the lifevest from treating the patient. The patient was in sinus rhythm/sinus bradycardia from 80-50 bpm with pauses and CPR/electrode lead fall off from approximately 11:05:34 until the electrode belt was disconnected at 12:02:06. Patient passed (B)(6) 2022 around 11am. Reporting due to fourth treatment being unable to convert arrhythmia.

Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing as the patient was in a non-treatable rhythm at the time the electrode belt was disconnected. During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrode and ECG "a" and "b" cable was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time the electrode belt was disconnected.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received four inappropriate treatments during vt/vf. At 10:40:31, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus rhythm at 60 bpm with pvcs/nsvt. At 10:41:05, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvcs/nsvt. At 10:41:39, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus tachycardia at 120 bpm with pvcs/nsvt. At 10:42:13, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 200 bpm. The patient's post-shock rhythm was vt at 185 bpm degrading to vf with CPR/motion artifact. Per continuous device recording the patient received 16 non-lifevest defibrillations from 10:43:29 to 11:03:33 on (B)(6) 2022. Rhythm at time of defibrillations were vf with CPR/motion artifact and electrode lead fall off and CPR/electrode lead fall off. Post shock rhythms were sinus rhythm, idioventricular rhythm, asystole with sinus rhythm, asystole with vf, vf with CPR/motion artifact, and CPR/electrode lead fall off. CPR/motion artifact, electrode lead fall off, and hr not in detection sequence long enough prevented the lifevest from treating the patient. The patient was in sinus rhythm/sinus bradycardia from 80-50 bpm with pauses and CPR/electrode lead fall off from approximately 11:05:34 until the electrode belt was disconnected at 12:02:06. Patient passed (B)(6) 2022 around 11am. Reporting due to fourth treatment being unable to convert arrhythmia.